Event description:
It was reported that during to a stenting treatment procedure, stent dislodgement occurred. The 5x20mm 100cm wallstent-uni was advanced to the lesion and deployment procedure was performed. Following deployment the stent was not visible during imaging, CT scan was performed and again the stent was not visualized. Physician noted that the stent was loose in the device packaging, and was not mounted on the catheter. The procedure was completed with another 5x20mm 100cm wallstent uni. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during to a stenting treatment procedure, stent dislodgement occurred. The 5x20mm 100cm wallstent-uni was advanced to the lesion and deployment procedure was performed. Following deployment the stent was not visible during imaging, CT scan was performed and again the stent was not visualized. Physician noted that the stent was loose in the device packaging, and was not mounted on the catheter. The procedure was completed with another 5x20mm 100cm wallstent unit. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - it was noted that only the stent was returned for analysis, the delivery system or the device packaging were not returned. Examination of the returned stent noted that some of the stent wires on one end were uncrossed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).